Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system refrigerator was failed to connect. A field service engineer observed refrigerator was missing from bus system. At station fse turned off pyxis and refrigerator and disabled battery. After one minute battery and refrigerator were turned on. Refrigerator booted and pyxis was powered on. Refrigerator was seen and user locked it successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, refrigerator was disconnected from station and user unable to access the fridge. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.